Manufacturer narrative:
The investigation into the reported vascular damage has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The root cause for vascular damage remains undetermined since neither the product nor sufficient clinical information were provided. It was reported that there was no allegation against the impella device. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The impella device was not received by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a male patient of undisclosed age presented for impella support. After insertion, an aortic dissection was found. The pump was removed. No further information could be obtained.